Event description:
Tech alleged that the foot end brake linkage did not function.

Manufacturer narrative:
Tech replaced the foot end brake linkage, two gas springs, adjusted all brake casters and replaced the side rail tube, the top rail ratchet rivet and the reverse trendelenburg right pedal to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.